Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). Technical services (ts) recommended further testing to determine where each lead is pacing. The boston scientific representative also recommended xray and revision due to likely atrial lead dislodgement in a patient in sinus rhythm with no evidence of atrial arrhythmia and performed reprogramming. The physician stated that the patient was 100% afib even though the presenting and all episodes show regular r-r sensing. This ra lead currently remains in service. No adverse patient effects were reported.